Event description:
Additional information received that the patient complained of new onset of pain. It was noted that the patient was seen on (B)(6) 2012 as well as on (B)(6) 2012 by their physician. The patient's lumbar movement was reported as very limited due to pain that radiated down their legs. CT scan taken on (B)(6) 2012 showed a posterior fusion at l3-s1 with a cage at l5-s1 and foraminal narrowing at multiple levels including l4 on the left. Diagnoses of chronic low back pain status post lumbar 360 degree fusion at l5-s1, sudden/new onset of left lower extremity radiculopathy (possible pseudoradiculopathy due to si joint), and a "malfunctioning" stimulator were made. A plan of treatment of medications (celebrex, lyrica) with the options of revising the stimulator to include l4 and a surgical redo of the fusion. If additional information becomes available, a follow up report will be sent.

Event description:
It was reported that there was no stimulation sensation following a replacement of the implantable neurostimulator (ins). It was noted that the patient did not use the original device since (B)(6) 2012 due to end of service (eos) message. It was stated that during the procedure, the impedance readings "were in range of 1741 - 4781" ohms. The range of impedance readings reportedly were the same after the ins replacement was complete. It was stated that the patient was not feeling stimulation while trying to program the ins, even when they tried every electrode, different rates, different pulse widths, and different positions. The patient was reportedly unaware of any falls or trauma since they stopped feeling stimulation in (B)(6) 2012. It was stated that there were no out of range results for impedance readings and that they were the same as they were during surgery. It was noted that a test for stimulation sensation was not performed during surgery. Less than two weeks later, it was reported that the patient still did not have stimulation. It was noted that the patient was referred back to the surgeon for re-evaluation. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999. Product type: extension: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3587a, lot# l67463, implanted: (B)(6) 1999. Product type: lead. (B)(4).